Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing of noisy signals that resulted in a false atrial tachy response (atr) episode. Technical services (ts) reviewed the reports and provided following actions. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).